Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 419378, lead; implant: (B)(6) 2003; model: 5076-52, lead; implant: (B)(6) 2003. (B)(4).

Event description:
It was reported that patient presented in the emergency room (ER) after hearing an audible alert. The patients right ventricular (rv) lead had triggered a lead integrity alert (lia) for out of range/high impedance levels. A rv lead fracture is suspected. The patient was also experiencing extracardiac stimulation from their left ventricular (lv) lead. The rv lead and lv lead have been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.